Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the product seems to be disintegrating and leaves behind fibers that have to be picked out.

Manufacturer narrative:
An investigation of the reported condition was performed. There were no physical samples submitted for analysis. From the attached picture, it is clear that the gauze fibers have raw edges and linting. The reported condition was confirmed. The received product does not meet specifications. A device history record (DHR) review was completed for lot. There were no manufacturing related issues related to the complaint issued for these lots. The most likely root causes for the linting and raw edges are: linting is an issue of the tentering process, which occurs prior to the conversion and packaging process. During the slitting of the gauze into slit widths the pinking blades may create short fibers that the vacuum system picks up. If the vacuum is not set strong enough, then the fibers may not be picked up. The product is meant to be used as produced without unfolding. If the sponge is unfolded prior to use, fibers entrapped within the folds can float away from the product and fall onto surfaces such as an open incision, cut or wound. The most likely root cause is that the threads were snagged on a burr on the cross-fold paddle and/or fingers during the folding process. To aid in prevention of this issue, pms for the auto banders do require the inspection of the paddle and fingers of the cross fold for overall condition. If information is provided in the future, a supplemental report will be issued.